Event description:
Saline syringes not working properly. Syringes extremely difficult to depress plunger, causing nursing staff to doubt patency of central lines, thereby causing delays in treatment of bone marrow transplant (bmt) patients. Multiple syringes involved, syringes saved. Syringes are all one lot number. Syringes pulled from stock.